Manufacturer narrative:
Combination product: corrected.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence that started 3 months prior to the revision procedure, the incontinence was a result of a hole in the cuff with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence that started 3 months prior to the revision procedure, the incontinence was a result of a hole in the cuff with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted.